Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation, no additional information is available at this time. There is no indication at this time that the patients' death 4 months post operative is related to stryker devices. If additional information is received it will be reported on a supplemental report. Not returned to the manufacturer.

Event description:
Information received from legal: claimant alleges the decedent, his wife, was implanted with a left rejuvenate hip on (B)(6) 2012. She experienced pain and elevated metal ion levels in her blood and was revised on (B)(6) 2014 for altr; during surgery she experienced a femoral fracture. She died on (B)(6) 2014.